Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). After the was was advanced across the interatrial septum into the laa a thrombus was identified on the tip of the was. The thrombus was successfully aspirated and the procedure was aborted. No patient complications were reported.